Event description:
A report was received that a patient is not receiving adequate stimulation. The patient met with the physician and an x ray was performed. The x ray determined that one lead has either become disconnected from the ipg or was severed during a previous surgery. The patient had to repair a vertebrae in her back.